Event description:
Pt missed refills. The pump was completely empty in two occasions: in 2006 and in 2008. The pt stated "the pump quit working". The healthcare provider stated that under x-ray "nothing exited the pump". The pump was replaced and the pt was reported to have recovered without sequela.